Manufacturer narrative:
Additional information: d9: date returned: 03-nov-2022. H3: device evaluation: returned product evaluation found the lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/1.5/99 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The patient experienced low vaulting. Intraoperatively the lens was removed and the problem was resolved. The cause of the event was reported as unknown.